Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient went to their hospital "3 days ago" and it was stated that the patient did not feel their new pump was working and they were not sure if the pump was filled with medication. A manufacturer representative (rep) was requested to go check the pump. The pump was not alarming and no symptoms were stated.